Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with impella cp pump for unknown indications. It was reported that the impella cp catheter kinked along the cannula causing suction alarms. The pump was explanted in procedural area. There was no patient harm reported.